Event description:
Medtronic received information regarding a navigation system used in a sacroiliac and thoracolumbar procedure. It was reported that error 64 was displayed and blackout during preparation. It was recovered after restarting. The operation was completed successfully. The issue occurred before the surgery, but the patient was under anesthesia. There was no health damage, and no delay in the surgical procedure. Additional information was received. The cause of the issue was unknown.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736355, software version: 2.0.1, ; product ID: 9735740, software version: 1.3.2, product ID: 9736356, serial/lot #: (B)(6), product ID: 9735740, software version: 1.3.2, h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that hardware parts were replaced. The n avigation system then passed the system checkout and was found to be fully functional. B01, c13, d02 are applicable. H3, h6: the solid state drive (ssd) was returned to the manufacturer for analysis. The ssd was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. B01, c19, d14 are applicable. H3, h6: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. B01, c19, d14 are applicable. H3, h6: a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that while analyzing logs, found segfault in "xfce4-power-man" service on 05-sep-2022. Analysis found that the issue was related to the software. B01, c10, d02 are applicable. H3, h6: a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that while analyzing logs, found segfault in "workflowmanager" service on 14-sep-2022. Analysis found that the issue was related to the software. B01, c10, d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.